Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported that a patient's humapen memoir device was missing segments in the display. The actual complaint device (lot 1006c01, manufactured june 2010) was returned for investigation. The investigation found missing segments in the time display only, attributed to cracked conductors within the lcd interconnect cable caused during manufacturing when an excessive bend in the cable became pinched under the lcd glass. Missing segments in the time display are unlikely to lead to incorrect doses of insulin. The reportable malfunction, missing dose number segments, was not confirmed. The user manual instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir had missing segments in the display. The humapen memoir is associated with product complaint (B)(4) / lot 1006c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir had missing segments in the display. The humapen memoir is associated with product (B)(4) / lot 1006c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(4) 2011: additional information received (B)(4) 2011, via global product complaint database. Added device specific safety summary. Changed malfunction type to not cirm. Updated EU/ca fields.